Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) cubie pockets were failed. A field service engineer (fse) identified that the hh cubie drawer row b pockets were off the bus. So, the fse reseated the cable which did not resolved the issue. Then the fse disassembled the drawer and all cubies and removed the row boards. Foil and medication were found inside the drawer. The debris was cleared, and the drawer was tested in the hardware test application (hta). Everything was working properly after testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es device was failed to release half height (hh) cubie pockets and it require maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.